Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 139 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed an error during prime test and motor error during basic occlusion test due to loose / flush drive support disk. The motor was received with moisture damage. The motor was unable to be tested due to moisture damage. The insulin pump was received with scratched lcd window.